Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited objective lens had small edge chips on the lens and glue, and the light guide lens had small edge chips with peeling of the cement. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage and wear over time to components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.